Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and the extensions were cut and removed at the lead site to address the issue, leaving the leads implanted.